Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance/routine check, communication error code e222 was observed on the camera control unit. There was no procedure or patient involved when this event occurred. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty camera head. However, the definitive root cause was unable to be determined since the error was unable to be reproduced and there were no abnormalities found. Olympus will continue to monitor field performance for this device.